Event description:
Philips received a complaint on the intellivue mp70 indicating that the alarm sound is not triggered for oxygen saturation. It is unknown if the device was in use at the time of the event. There was no adverse event reported.

Manufacturer narrative:
No functional testing was performed by philips. A philips remote service engineer spoke with the customer. The customer indicated that the oxygen saturation value fell below 85 and the red alarm was not triggered. The cause and resolution for this issue are unknown since other customer clinical personnel resolved the issue and did not share what was done. The reported problem was not confirmed. The device remains in use at the customer site. If additional information is received the complaint file will be reopened. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Reporting institution phone#: (B)(6). Reporter phone#: (B)(6).